Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected varying right ventricular (rv) lead impedances. Recently the impedances were out of range. Associated with this clinical observation were an increase in threshold measurements. The lead was explanted and replaced without incident however the device remains in service. No adverse patient effects were reported.